Manufacturer narrative:
Device related data quality updates only. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name. Previous brand name: servo-u. Corrected brand name: base unit servo-u . D4 - version or model # . Previous version or model #: servo-u. Corrected version or model #: 6694800.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated several technical error codes. Moreover during evaluation of logs technical error code indicating software error has been found. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufactures reference ID: (B)(4).

Manufacturer narrative:
It has been reported that the servo-u generated several technical alarms referring to software, ventilation and communication errors. The ventilator was investigated onsite by our field service engineer (fse), control printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. This can be confirmed due lack of logs. The pcb was sent for further investigation. Then the pcb was tested in our ventilator laboratory. The reported technical alarms showed directly after startup. The root cause for the reported issue could not be determined. Control pcb is a part of the subsystem breathing bre. The main responsibilities for control are patient treatment functions, that is, how to regulate the inspiratory and expiratory gas flow.